Event description:
Device complication: none. Time of complication: post procedure. Symptoms: none reported. It was reported that the patient was admitted to the hospital with suspected recurrence or plaque prolapse through the recently placed stent in the right carotid artery. Successful right internal carotid artery angioplasty was performed. Reportedly, this was a very unique and unusual issue in terms of early recurrent difficulty following the carotid stenting. This was a fairly brilliant, very eccentric shelf-like plaque that required high-pressure balloon inflation. The lesion was able to yeld and a second stent was not required. The patient was discharged home. No additional information is available.